Event description:
On 11/15/96, the MFR's regional sales manager was informed by the facility's buyer that the surgeon reported the following: "dilator defective". Another device from a different lot was opened and the dilator was utilized to complete the implant surgery.